Event description:
It was reported that during a remote follow up, inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal was noted on the device. Patient medication adjudgments were made, however, inappropriate atp due to incorrect interpretation of signal was again noted. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.